Event description:
It was reported that during the surgery, when severing lung lobe tissue, after the device was fired, it was noted that there were some staples malformed. Changed another seven to use. They still had the same problem. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was provided: regarding "after fired, noted some staples malformed . Changed another seven to use": could you please clarify if both products codes presented same issue (ecr60b)? Ecr60b malformed staples if yes, please clarify how many times the issue was found on each product code? Unk. If not, please provide more details for device malfunction: ecr60b. Unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.